Event description:
It was reported that the up and down buttons of the customer's insulin pump were unresponsive, with no significant events occurring beforehand. Customer discontinued pump therapy and followed medical prescription for insulin injections until the replacement arrived. The customer's blood glucose value was not reported. No further information was provided.

Manufacturer narrative:
Findings: unit received with intermittent buttons due to light moisture damage to keypad traces. Unit received with minor scratches on lcd window.